Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading at the time of incident was 476 mg/dl. The customer also reported that they experienced low blood glucose. Customer's current blood glucose reading was 123 mg/dl. The customer was treated with food for low blood glucose event. The customer experienced symptoms related to low blood glucose such as mental confusion and dizziness. It was unknown if the customer was using the auto mode feature at the time of incident. The insulin pump will not be returned for analysis.